Manufacturer narrative:
The user was advised that, per the IFU, a pressurized flush line should be connected to the central lumen at the time of insertion and that no attempt should be made to declot the lumen at this stage. The iab fiber-optic function remained unaffected, and no further assistance was required.

Event description:
User called into emergency support program line and reported a clotted central lumen on an iab catheter that arrived from the cath lab without a flush line connected, resulting in an inability to aspirate blood and transduce the lumen to the bedside monitor. No patient harm reported.